Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the customer had recently decreased the pump basal rate, and subsequently bg levels began to rise. System check with tandem technical support was performed, and the pump was functioning as intended. Tandem technical support guided the customer through adjusting the pump basal rates. Customer delivered boluses to address elevated bg levels.